Event description:
It was reported that (2) devices were used during a small bowel resection. It was reported by the affiliate that the surgeon wanted to close the common opening of the functional end to end anastomosis. After firing the tx60b instrument, he found a partial staple line and a part open not stapled. The surgeon reloaded the device (xr60b), fired, and again the same thing happened (also no staples were found loose near the area that was not stapled). According to the surgeon the inner part of the stapler produced no staples in both applications. The surgeon closed the opening, manually (sutures).